Event description:
The reporter stated some mtc-60c fp cartridges were too tight while loading silicone single piece lenses and the lenses felt tight. There was no pt contact or injury.

Manufacturer narrative:
(B) (4) - cartridges tight, (B) (4)- lenses felt tight in cartridge. Evaluation results: a cartridge lot number search was performed and no similar complaint was found within the same lot number. Conclusions: based on the complaint history and lot number search, a specific root cause of the event could not be determined. (B) (4).